Manufacturer narrative:
Sample was available for evaluation. Sample was delivered to the suppler manufacturer, panasonic, as was analyzed. Panasonic inspected the product and conducted appearance and sharpness tests. There were no abnormalities in appearance or structure. As for the sharpness, panasonic confirms that it can be cut without any problem and meet the sharpness standard. The most probable root cause was using the handle/blade with strong pressure to the skin. A production record review was completed for batch/lot 0623 and the pre-shipping inspection of this lot. Panasonic could not find any non-conformance of pre-shipping inspection data for 0623. Recommended corrective action from panasonic included: at the time of use, please do not strongly press the blade against the skin. Gently slide it on the skin surface and cut slowly. It is also suggested more product training to the clinician in the hospital. This failure mode will continue to be tracked and trended. (B)(4).

Event description:
Dermabrasion during shaving of the surgical area following use of the clipper blade. Consequence: surgery cancelled due to increased risk of infection. Anger of patient and surgeon, delayed treatment. Risk of complaints by the patient according to his own words, aggressive comments towards the team, threatening comments. Severity 3 - severe. Immediate action(s): call from surgeon expressing dissatisfaction file returned to patient as he wishes to be treated in another establishment. Snack given before departure, attempt at discussion impossible with (e patient given his virulence. Manager informed of situation. Transmissions of patient file on d-o (dxcare).

Event description:
Surgery cancelled due to increased risk of infection. Anger of patient and surgeon, delayed treatment. Risk of complaints by the patient according to his own words, aggressive comments towards the team, threatening comments. Severity 3 - severe. Immediate action(s) call from surgeon expressing dissatisfaction file returned to patient as he wishes to be treated in another establishment. Snack given before departure, attempt at discussion impossible with (e patient given his virulence. Manager informed of situation. Transmissions of patient file on d-o (dxcare).

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted after sample evaluation has been completed. Jvil 26feb2024.